Event description:
The pt was injected into the nasolabial folds. About eight weeks later, the pt allegedly developed bilateral sterile abscesses all along the nasolabial folds wherever she was injected. The abscesses were drained and a culture was taken. The pt was treated with antibiotics. Once the culture results came back negative, she was taken off the antibiotics.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.